Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was one unopened sample returned with this complaint. The sample was visually inspected with the naked eye and with a 7x eye loupe. No grinding defects were observed; the heel is rolled in from the bead blast operation and the blast covers the required area. The sample was tested per procedure (coring test for finished needle); no coring was evident from the inspection of the vial or the sample. The reported condition is not confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. Many factors affect the coring tendencies of needles. The heels of the bevels are dulled by bead blasting to reduce coring. However, in the instance of bead blast equipment malfunction, such as noted in the process monitoring application, a few incorrectly blasted cannula could possibly have escaped detection, despite the containment and scrap efforts that ensue after such an incident. Large gage needles are more prone to coring than small gage needles. Long bevels (such as "a" bevels) are more prone to coring than short bevels (such as "b" bevels). The rubber stopper material also has an effect on coring. In addition, user technique has a significant effect on coring. Coring becomes more likely if the bevel is oriented upwards relative to the stopper and the angle is decreased. There is a tendency to orient the bevel upward with the magellan needle because of the safety shield position. The most likely root cause of the issue noted by the customer is inadequate bead blast on the heel of the bevel and/or user technique introducing the needle into the vial. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, ground cannula are inspected for proper bead blast and electropolish at 7x magnification under fluorescent lighting to ensure there are no sharp heels that can cause coring, and finished needles are visually inspected for damaged points. The lot met all defined acceptance requirements and was released. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.

Manufacturer narrative:
Submit date: 06/28/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer states a staff nurse on duty drew up sterile h2o with the 18g needle and 20ml syringe and reconstituted same into a co-amoxilcav. After leaving the solution to dissolve the nurse inspected the vial noticed a tiny fragment of rubber floating. She used the 21g green safety needle and the solution was clear.